Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the product code should have been b18 instead of b17.the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after the intraocular lens (iol) implantation surgery, the lens was explanted and replaced during the same surgery due to capsular bag dehiscence.